Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009. The info obtained from the device did not show any evidence that the device was switching itself on automatically. The pad pak was not returned with this device, therefore no evaluation could be made of the pad pak. Investigation found no fault with the device or any components of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.